Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported in (B)(6) 2009, a 75% stenosed and 48mm long de-novo lesion was located in the distal right coronary artery with a reference vessel diameter of 3.50 mm. The target lesion was treated with pre-dilatation and deployment of a 3.50x24 mm taxus liberte stent and a 3.00x28 mm taxus liberte stent with no gaps, resulting in 0% residual stenosis and timi flow grade of 3. A 60% stenosed and 20mm long de-novo lesion located in the mid left anterior descending artery with a reference vessel diameter of 3.00 mm was treated with pre-dilatation, deployment of a 3.00x20 mm taxus liberte stent, resulting in 0% residual stenosis following post-dilatation and timi flow grade of 3. The patient was discharged with no complications on aspirin and ticlopidine hydrochloride. In (B)(6) 2012, the patient experienced coronary restenosis in the mid left anterior descending artery and percutaneous coronary intervention was performed in (B)(6) 2012. In (B)(6) 2012, a 60% stenosed and 72mm long target lesion with ischemic symptoms (stable angina pectoris with electrocardiogram change) was located in the mid left anterior descending artery with a reference vessel diameter of 3.50 mm. The target lesion treated with balloon angioplasty and deployment of two non bsc stents, resulting in 0% residual stenosis following post-dilatation and timi flow grade of 3. The following day the event subsided and the patient was discharged.

Event description:
(B)(4) study. It was reported that post a percutaneous coronary intervention, restenosis occurred. During an unspecified date a taxus liberte stent was placed in the target lesion located in the mid left anterior descending artery. In (B)(6) 2012 restenosis was noted. It is unspecified how the restenosis was treated.